Event description:
On january 4, 2022, the registered nurse (rn) in this case called the after hours (B)(6) information line, requesting information regarding "could the jada push the uterus up to cause it to still be a plus 3 after having the jada in place for 3 (three) hours?" The nurse stated during the call that they "were going to turn it off and take it out and assess from there." The nurse in this case reports the patient is a female, "ga p5 jehovah's witness" who "had been bleeding and was not going to accept any blood products.". Initially her "fundus was firm umbilicus and then her uterus was plus 3." This previous information is unclear, and at this time we are unable to provide clarification on these statements from this provider. The jada device was placed due to bleeding from postpartum hemorrhage (pph). Three hours after jada treatment was initiated her uterus was still "at a plus 3." The provider wasn't sure if the jada was pushing the uterus up causing it to remain a plus 3 after having the jada in place for three hours. At the time of the call, the nurse reported that they were going to "shut the jada off, take it out, and assess the situation from there." There was no additional information provided at that time.

Manufacturer narrative:
The information is limited for this case, the rn did consent to follow up, which was attempted. We placed several calls and messages were left in an attempt to obtain additional information, to date there has been no response. Lot number is not currently available for this event, requested at time of call and was not available then. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event. There is no report or evidence that suggests a device malfunction occurred. There was no report of injury or further intervention reported for this event. We are reporting this as an MDR as an abundance of caution due to the statement that three hours after jada was placed the patient's uterus was at plus three.